Event description:
It was reported that during an implant procedure that high impedances were measured on all of the bipolar electrode pairs. The amplitude was increased and the impedances again measured, but were still high. Both the neurostimulator and the lead were replaced. Add'l info was requested.

Manufacturer narrative:
(B)(4).